Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that left ventricular (lv) lead was a case of an attempted implanted procedure due to noise during threshold measurement. Furthermore, a new lead was placed with no problems. Additional information indicated that the physician believes that due to unfamiliarity, the lead may have been damaged during the lead manipulation. There was no external damage and no abnormal resistance values were observed. The lead was never in service. No adverse patient effects were reported.